Event description:
It was reported that the lens was removed from the pt's right eye due whitening/opacification in the periphery of the optic noted one day post iol implant. The surgeon reportedly had to push hard to load the lens in the inserter and the lens was slow to unfold. The incision was enlarged to remove the lens and another lens as implanted successfully. The pt's prognosis was reported as doing 'well". Additional info has been requested, but has not been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.